Manufacturer narrative:
(B) (4) the device had been evaluated and returned to the customer before information of the failure to alarm was provided and the device was, therefore, not evaluated specifically for the failure to alarm. However, baxter's final test procedure included occlusion testing and the device passed all tests. The device was tested per procedure and has been returned to the user facility. Baxter did evaluate the device for this malfunction and did not confirm the customer reported condition. The user facility reported to baxter product surveillance that when the pump was being the customer believed that the upstream occlusion sensor was in the on position. This occurred during bio med testing with no patient involvement.

Event description:
The user facility initially alleged a malfunction of unable to prime. On (B) (4) 2009, the customer advised that although the device appeared to be priming 0.5ml he noted that there was no fluid in the line. There was no alarm signalling that the device was not in fact priming. The customer understood that the upstream occlusion sensor was in the on position. This occurred during bio med testing with no patient involvement.